Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the surgeon opened a new device. He fired the device as usual practice but didn't know why he could not push the firing knob all the way to the end and jammed. He also found that the staple line didn't form properly. He then used suture and clamp cut tie technique to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:was the staple line complete? The staple line at the distal part didn't complete whereas the proximal part staple line was complete.were the staples in the proper b form shape? The staples at the distal part didn't form proper b form shape whereas the proximal part formed proper b form shape.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.